Event description:
-Low output during case. Order: 96831. ----complaint verified,---- replaced diaphgram. Ref: 1216677-2021-00188 leep system 1000 - 110v l1000 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-*analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured in 1997. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 96831 this unit was at csi on 8/13/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was confirmed to be out of calibration. Due to the age of the device this complaint condition is being attributed to wear and tear. Pertaining to the diaphragm: although not part of the complaint condition reported this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. *correction and/or corrective action the unit's power output was re-calibrated, the diaphragm was updated, the unit was tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Pertaining to the replacement of the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Low output during case. Order: (B)(4). Complaint verified. Replaced diaphgram . Ref: 1216677-2021-00188 , leep system 1000 - 110v l1000. E-complaint (B)(4).